Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to high pacing threshold. This rv lead was replaced with the same model. No additional adverse patient effects were reported.